Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy during the procedure despite two attempts. The procedure was stopped with this device and successfully completed using another speedband superview super 7 device. Upon removal of the defective device, the elastic bands were found to be entangled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and a visual inspection revealed damaged teeth on the ligator housing and overlapped bands. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The marks on the ligator housing teeth imply that the device might have been used with excessive force, or this could be attributed to the way the physician introduced the device during the procedure, causing damage to the teeth and affecting the functionality of the handle when deploying the bands. Additionally, the overlapping of the bands may be related to the technique used by the physician or the way the device was handled during deployment. It is also possible that attempts to release the band from the suture combined with damaged teeth further impacted deployment. Due to these findings and lack of definitive evidence, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on october 31, 2025. It was reported that the bands failed to deploy during the procedure despite two attempts. The procedure was stopped with this device and successfully completed using another speedband superview super 7 device. Upon removal of the defective device, the elastic bands were found to be entangled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.